Manufacturer narrative:
Vyaire medical file identification: (B)(4). Results of investigation: vyaire field service technician went onsite and evaluated the device. Technician replaced mainboard and turbine. Performed owner verification process and all passed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported device has motor fault alarm on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.